Event description:
Patient reported that back to back tests performed on ss meter using separate finger sticks were 145 and 190 mg/dl (27% difference). No symptoms were reported. On follow-up, the patient confirmed the above information. The patient also stated that is newly diagnosed and still learning how to use the meter. Qc procedures were reviewed and meter/lab comparison vs. Back to back testing was discussed. A replacement meter and strips were sent to pt. There was no allegation of harm.